Manufacturer narrative:
(B)(4). Associated products : item#: 42500606602; femur cemented (ps) standard right size 9; lot#: 64587520; item#: 42532007502; tibia cemented 5 degree stemmed right size f; lot#: 64693145; item#: 42540200038; all-poly patella cemented 38 mm diameter; lot#: 64765394; item#: 42509902525; 2.5 mm female hex screw 25 mm length; lot#: 64744234; item#: 00579104100; 48mm headed screw; lot#: 64810230; item#: 00579104100; 48mm headed screw; lot#: 64810234. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit (B)(6) 2021: pain continues with activities (6/10); MRI shows mild thickening/edema on it band, nonspecific effusion, alignment is good; revision (B)(6) 2021: poly found with no wear or signs of impingement, it band palpated and transected, femoral component in correct position; femur, tibia and patellar well fixed; no complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial right total knee arthroplasty approximately 13 months ago. Subsequently, the patient was revised on 12 months later due to persistent pain for one year. During the procedure there was some mid flexion laxity which the it band was transected. The poly was exchanged without difficulty.